Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was scheduled to have ins replaced on (B)(6) 2017 because current implant was not working. Patient stated that last week when they were at doctor's office, they could not get stimulation to increase past 1.0, but when patient got home then they were able to increase stimulation to 1.2. Patient was advised to consult with representative prior to surgery. Patient advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.